Event description:
Related manufacturer reference number: 2017865-2023-25294. Related manufacturer reference number: 2017865-2023-25296. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
The device was returned due to patient death. As received, the device was at battery voltage of 2.98 v. The device image was saved successfully. Electrical tests performed, thermal and mechanical stress testing of the device was normal. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.